Event description:
Caller reported a malfunction on pump, which presented with a malf 16-0x20e6 code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts decided to replace pump and sent a replacement, advising customer to use mdi as backup therapy in the meantime. Customer was instructed on storage mode and other steps needed upon receiving new pump, including returning malfunctioning pump to tandem within 10 days using provided shipping materials.